Event description:
A center director reported a case of bilateral increased inflammation/trace edema, observed at one day post op lasik treatment. Reporter indicated they increased topical steroid eye drop dosage. Pt noted slight discomfort/burning for two days after procedure, and vision was great. Upon additional follow up, reporter indicated at one month post op the inflammation/trace edema was noted as still present. The reporter additionally relayed eye dryness was observed at the one month follow up visit, and the pt issues were resolved at two months post op. There are two related reports for this pt. This report addressed the pt's left eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).